Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the toothbrush would not hold the brush on. The metal tip broke off into the brush, and the brush heads would come off while brushing. No injury was reported.